Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. Gts explained that a large amount of air had entered into the disposable set. Gts advised the patient to finish therapy with manual supplies and had them cycle power to clear the error. The patient explained that a bag had fallen and disconnected. Product surveillance made contact with the patient. The patient explained that they did not know the lot number. The patient advised that she completed therapy with manual supplies and had not yet notified her nurse of the error, and product surveillance advised them to do so. The patient further explained that she was in the hospital for ten days for peritonitis, but stated she has since recovered and was doing well.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).